Manufacturer narrative:
Block h2 (additional information): block b5, and block e1 (initial reporter address1, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on june 30, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure for liver cirrhosis performed on (B)(6) 2023. During the procedure, it was noticed that after the second band was successfully deployed, the remaining bands could no longer be deployed at all. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 30, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device returned without the ligator housing, and the handle has evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned. Upon analysis of the device, it was seen that the handle has evidence that the trip wire was secured. The ligator housing didn't return. The ligator housing from this device wasn't returned, only the handle was returned for analysis, the handle didn't have any damages that would lead to a possible failure when the bands were deployed. Since the ligator housing was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure for liver cirrhosis performed on (B)(6) 2023. During the procedure, it was noticed that after the second band was successfully deployed, the remaining bands could no longer be deployed at all. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 30, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure for liver cirrhosis performed on (B)(6) 2023. During the procedure, it was noticed that after the second band was successfully deployed, the remaining bands could no longer be deployed at all. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.